Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was implanted in the patient. The device was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be conclusively determined. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted.

Event description:
Medtronic received information that there was flattening of a pipeline flex during a procedure. The patient was undergoing pipeline flex treatment an unruptured, saccular aneurysm in the left ophthalmic internal carotid artery (ica). At screening, the dome measured 3mm and neck measured 3.4mm. The parent artery diameter was 3.2mm distal and 3.8mm proximal to the aneurysm. Vessel was of normal tortuosity. Heparinized saline was used to flush the microcatheter during the procedure. It was noted that there was flattening of the pipeline flex during the procedure. Balloon angioplasty was used on the device and complete wall apposition was achieved. There were no reports of patient injury as a result of this event. The patient was discharged one day post-procedure with mrs and nihss of 0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.